Event description:
Boston scientific received information that during a follow up visit this right atrial (ra) lead had an impedance measurement greater than 2500 ohms. This ra lead had fractured. The associated device was reprogrammed to vdd. The patient has a intrinsic pulse and a low pacing rate. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. This lead is active only for pacing functions. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.